Event description:
A user facility reports a scratch mark on an intraocular lens (iol). Pt impact remains unk. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicates the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/18/2008 and 10/09/2008 by mail. A completed questionaire has not been received.